Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the pediatric patient underwent balloon dilatation of pulmonary artery on (B)(6) 2016 and suture was used to close the skin. Following the procedure, the patient experienced infection with staphylococcus aureus. The patient is in the hospital for treatment. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the result of culture of chest infection site? Staphylococcus aureus infection. What is the current condition of the child? Unknown. What is the code and lot number of prolene used on the skin? Unknown. Was any medical or surgical intervention performed on this patient? Wound clean and re-sew the wound.